Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/28/2024.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on june 27, 2024, with lot number#: 2476067. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported, right side rupture. Diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.